Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Hospital policy.

Manufacturer narrative:
Corrected data: manufacturing date. Weight was updated. An event regarding crack/fracture involving a 33 9mm sym mb patella w pa was reported. The event was confirmed. According to the material analysis report of the returned device, the cause of the fracture could not be determined. There is also burnishing and deformation of the patella insert and abrasion on the metal component. A device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. The reported event involves the patient falling and then being revised due to the poly becoming dislocated from the metal backing. The exact cause of the event could not be determined as it is not possible to determine which event came first: the fracture of the poly or the dissociation of the poly from the metal component. No further investigation for this event is possible at this time.

Event description:
It was reported that patient had a revision surgery on right knee due to a fall three weeks ago. The 33x9 press fit patella poly became dislocated.

Event description:
It was reported that patient had a revision surgery on right knee due to a fall three weeks ago. A 33x9 press fit patella poly became dislocated.